Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button covers was loose and the switch was contaminated. The response button was difficult to activate and was intermittent. The cause of the inability to activate the monitor is the contaminated switch.  The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.